Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01465

Event description:
The patient was undergoing a coil embolization procedure using a pod6 and a pod8. During the procedure, while attempting to place a pod8 in the target vessel, the pod8 would not take its intended shape. After multiple failed attempts, the pod8 was removed. The physician then attempted to place a pod6 but the same issue occurred; therefore, it was removed. The procedure was completed using ruby coils. There was no report of an adverse effect to the patient.